Event description:
Additional information received reported that the pump stalling and recovering ¿for no apparent reason¿ was an ongoing problem. There were no symptoms of withdrawal. The cause for the pump stall issue was unknown. The stalls varied from five to fifteen minutes on average and recovered. The healthcare professional (hcp) discussed other causes of stall ¿including MRI, proximity to magnets, metal detectors, magnetic equipment. The pump alarms were checked. The patient would be seen again on 2015-04-01. The patient recovered without permanent impairment. A session data report included showed 7 motor stalls and recoveries occurring between (B)(6) 2014 and (B)(6) 2015.

Event description:
It was reported that at a refill appointment on (B)(6) 2014, the expected residual volume was 4.9 ml, but the actual residual volume was 5 ml. According to the reporter and the event logs, there were 5 motor stalls and recoveries, the stalls occurred between (B)(6) 2014; the stalls all recovered between 5 and 35 minutes. The patient never heard pump alarms at the times of the stalls. It was reported that the theory was that the patient¿s ipad may be interfering with the pump as the times of the stalls coincided with the patient¿s use of her ipad, which she commonly placed in her lap during use. No symptoms were reported in relation to this event. It was decided that the healthcare professional would advise the patient to use a "buffer" between the pump and the ipad when in use and the logs will be checked at the next follow-up appointment on (B)(6) 2014 to see if stalls continue to occur. The pump was delivering lioresal at the time of the event. Follow-up was conducted for additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID 8709, lot# j0177999r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously reported conclusion code 92 no longer applies to this event.

Event description:
Additional information was received from a company representative who indicated that the patient's pump was replaced (B)(6) 2015 and returned to the manufacturer for analysis. No symptoms were reported. The patient's indication for pump use was intractable spasticity and multiple sclerosis. Motor stalls from september 2014 previously reported. The pump was used to infuse 2000mcg/ml gablofen at 616mcg/day.

Manufacturer narrative:
Analysis of the pump found c300. There was a pump motor train wheel 3 assembly anomaly.

Event description:
Additional information received reported the patient was in the clinic on the date of this report, event logs were obtained, and no additional motor stalls had occurred. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the pump continued to stall. There was reportedly a correction to the previously reported information: there were 3 motor stalls from (B)(6) 2014. There were stalls on (B)(6) 2014 at 1:00 pm for 7min; 2 stalls on (B)(6) 2015 at 2:18 pm until 2:31 pm; and a stall from 1647 to 1652. There was also a stall on (B)(6) 2015- from 1836 to 1841. The pump was refilled on (B)(6) 2015, and they were going to increase the dose but the physician was out of town so they did not increase it at that time. The patient did not hear any pump alarms during these stalls (some lasted 15-20 minutes per the reporter). An alarm test was done and the patient could hear the alarm from that test. They had tried ruling out electromagnetic interference (emi) as the source of these stalls but could not. The patient was reportedly very thin and &#62681;symptomatic but they believed it was due to their disease progression and not the motor stalls because there were no reservoir volume discrepancies at the refills and they did not believe the stalls were lasting long enough to cause symptoms for the patient. The stalls occurred mainly on fridays, saturdays, and sundays. The patient was at home most of the time and worked in a school. The patient would lie on her back when she would sle ep and one of the stalls occurred while she was sleeping. They ruled out the ipad cover as they set it on the pump and it never stalled. They thought maybe the pump could stall if the catheter kinked. Troubleshooting was discussed with the reporter. The pump system was being used to infuse gablofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.